Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic unilateral inguinal hernia repair, at insufflation, the balloon popped. The balloon had a hole and air leak was observed. The account opened a second balloon to resolve the issue in order to complete the case. There was no patient injury.